Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the distal setup joint (dsuj) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The dsuj was analyzed and the customer reported complaint was confirmed but not replicated. In artemis, error 26002 was found indicating the middleman on the patient cart control & transform processor (pctp) in the patient side cart (psc) had a failure in behavior primitive (bp) execution for universal surgical manipulator (usm) 2 thus confirming the fault occurred in the field. Also found was error 32115 indicating a wheel hardware (hw) communication fault reported by the dsuj and usm. Additionally, a maximum number of hw errors 30 reported by axes controller tornado (act) between dsuj and usm were found. Upon visual inspection, no issues were found to be related to the reported event. The unit was installed on a golden system where it performed as expected without errors. The unit was also tested on a psc fixture test platform (pftp) where passed all relevant tests. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that the act board is consistent with the reported event and is considered the potential root cause.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, system had a non-recoverable error on arm 2. The customer had power cycled prior to calling with no change. The system was also hard power cycled but the error returned. The customer advised they needed all four arms for this procedure and were unable to continue. Technical support engineer (tse) had the customer disable arm 2 to ensure no other issues were present. Self test completed with arm 2 disabled. The procedure was aborted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during an early morning system startup, prior to any patient involvement. The customer elected to move the procedure to a different operating room (or) until the system was fixed.